Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient reported that the circumstances that led to the loss of therapy and pain included the patient's pain level increased so the stimulation no longer worked as well. There was nothing that could be done because there was an increase of pain and inability to turn up stimulation because it would upset the patient's stomach.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other pain indications. It was reported that there was a loss of therapy. The patient was going to be having the implantable neurostimulator (ins) removed next year because it was not providing therapy for her and it was not doing her any good. The ins was not providing therapy starting in 2013. The incision area of the implant was hurting, since (B)(6) 2015. Further follow-up is being conducted to determine what circumstances that led to the loss of therapy and pain at the incision site, and what steps were taken to resolve the issues.